Event description:
The patient's wife stated that her husband's infusion device shut down during the night without giving an error message. She stated that he looked at the infusion device and the screen was blank and it would not respond to button presses. The patient's wife stated that her husband's blood glucose was 500 mg/dl at that time. She reported that he immediately changed the power pack and the device functioned properly. The wife stated that the power pack had been in use for about 1 1/2 weeks. The patient discarded the power pack, and therefore the expiration date could not be confirmed. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.